Event description:
Additional information received reported that the patient went back to theatre and their entire system was removed. Upon opening up the pocket the healthcare provider observed that the lead was completely fractured into two segments, confirming a total disconnection. A completely new system was implanted and post operatively patient reports gentle sensation in the vaginal region at 0.9v.

Manufacturer narrative:
Continuation of d11: product ID: 388928, lot# 0212374326, implanted: (B)(6) 2017, product type: lead. Product ID: 388928, lot# 0212374326, implanted: (B)(6) 2017, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 388928 lot# 0212374326 implanted: (B)(6) 2017 product type lead product ID 388928 lot# 0212374326 implanted: (B)(6) 2017 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp), as reported through a manufacturer representative, stated the hcp would ¿likely¿ remove and replace the patient¿s current system. However, it was noted the hcp needed to see the patient to discuss the option first. No further event information was reported; no further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #703777888: analysis information -- 2021-04-28 14:38:42 cst pli# 20 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Analysis information -- 2021-04-28 11:58:57 cst pli# 10 product ID# 388928 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all of the conductors were broken; 6.7 cm from the distal end of the lead. Continuation of d10: product ID 388928 lot# 0212374326 implanted: (B)(6) 2017 product type lead product ID 388928 lot# 0212374326 implanted: (B)(6) 2017 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID:388928 ,lot#: 0212374326, implanted: (B)(6)2017 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative (rep) that approximately two years prior to report she had experienced very painful, sharp stimulation like an electric shock in her vaginal region where she was routinely feeling stimulation. The patient clarified that she described this pain as feeling like an electric shock because she had experienced an electric shock in the past. The pain lasted a few seconds and was so severe she couldn¿t move. The patient then crawled to the room where her patient programmer was and switched her system off; the pain reportedly subsided immediately. The patient then turned her system back on within five minutes and there were no further issues. The patient ¿thought she felt some stimulation after the ¿shock,¿ but couldn¿t remember when it disappeared completely.¿ the issue reportedly ¿settled and then she forgot about it.¿ the patient reported that later around the end of (B)(6)2020, her symptoms deteriorated and she was needing to ¿open her bowels overnight.¿ additionally, the patient experi enced four bowel accidents per day. The patient¿s stools were firm, but she was ¿having soiling's and fluid leakage from her bowel.¿ the patient ¿couldn¿t feel any stimulation on any of her four programs at maximum voltages between 6.5 and 8.5 v¿ at that time. The patient stated that she did not report these issues to anyone at the time, as so wanted to see if her symptoms improved over time. However, the patient reported that over the last few months prior to report, she had ¿suffered from incomplete emptying with continuing soiling's and fluid leakage from her bowel.¿ the patient then met with a healthcare professional (hcp) on (B)(6) 2020 to ¿see if her system was actually working.¿ initial interrogation of the patient¿s implantable neurostimulator (ins) on (B)(6) 2020 reported ¿reduced longevity¿ with following the estimated longevity calculation. Impedance testing performed at 1 v found all electrodes were out of range. Further impedance testing performed at 5 v found that all electrodes remained out of range except c-0 and c-1. All out of range impedances were >4000 ohms, except electrode pair 0-1, which was 50 ohms at 5 v. The battery longevity was then retested and reported ¿battery ok,¿ though it was noted that not all four programs had estimated longevity calculations provided. The patient¿s device was then switched off and their hcp was notified of the programming test results. The patient denied any falls, being near any generators or electric blankets, or having any surgeries in the past three years since implanted. The issue remained unresolved at the time of report; the reporting rep was still waiting to hear back from the hcp regarding how he wished to proceed at the time of report. It was noted that theater restrictions were still in place due to covid-19. There were no surgical interventions performed and it was unknown whether any were planned. No further complications were reported or anticipated. The patient¿s medical history included lumbar spinal surgery (with rod in situ), foot reconstructive surgery, and other medical ailments including chronic pain.